Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tip broke of the device broke off. The device was replaced with a like device and the procedure was completed with no patient consequences reported. One device will be returned.